Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable low elecsys insulin results for multiple patient samples on a cobas 6000 e 601 module. The customer provided examples of discrepant low insulin results for 2 patient samples. For patient 1 the initial insulin result was 1.9 and the repeat result was 5.2. For patient 2 the initial insulin result was 0.2 and the repeat result was 12.5. No units of measure were provided. Erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The insulin reagent lot number was asked for but not provided.

Manufacturer narrative:
The service engineer found the tubing that delivers procell reagent to the cup was twisted. The alarm trace from that time shows liquid level sensor alarms, which can be triggered by air bubbles in the procell line. Too little procell was delivered to the cup, leading to the incorrect results.

Manufacturer narrative:
The measuring cell and the procell tubing was replaced and performance testing was within specification, but the instrument continued to give imprecise results. The instrument was uninstalled on (B)(6) 2018, per the customer¿s request. Investigations are ongoing.